Manufacturer narrative:
The reported event was confirmed as use related. The root cause of this failure is "user unaware of need to replace or wants to extend life of single device". It was unknown whether the device had met specifications. The product was used for treatment purposes. The failure was caused by the misuse of the product. The lot number was unknown and the investigation was confirmed as use related; therefore, the device history record review was not performed. The instructions for use were found adequate and state the following: "maintenance: replace the purewicktm female external catheter at least every 8-12 hours or if soiled with feces or blood. Always assess skin for compromise and perform perineal care prior to placement of a new purewicktm female external catheter. Recommendations: ¿ assess device placement and patient¿s skin at least every 2 hours. ¿ replace the purewicktm female external catheter every 8-12 hours or if soiled with feces or blood." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that the patient got an infection by using the purewick female external catheters. It was stated that the patient was using the wicks for longer than 12 hours. The liberator representative advised the patient that the wicks should be changed at least every 12 hours. The patient had been using the product for less than 90 days. It was unknown what medical intervention was provided for infection.

Manufacturer narrative:
The reported event was confirmed use related. The root cause of this failure is "user unaware of need to replace or wants to extend life of single device". It was unknown whether the device had met specifications. The product was used for treatment purposes. The failure was caused by the misuse of the product. A device history record review was not required because the investigation was confirmed - use related. Therefore, no additional action is required at this time. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "maintenance: replace the purewicktm female external catheter at least every 8-12 hours or if soiled with feces or blood. Always assess skin for compromise and perform perineal care prior to placement of a new purewicktm female external catheter. Recommendations: ¿ assess device placement and patient¿s skin at least every 2 hours. ¿ replace the purewicktm female external catheter every 8-12 hours or if soiled with feces or blood." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the patient got an infection by using the purewick female external catheters. It was stated that the patient was using the wicks for longer than 12 hours. The liberator representative advised the patient that the wicks should be changed at least every 12 hours. The patient had been using the product for less than 90 days. It was unknown what medical intervention was provided for infection. Per follow up call on 03feb2022, it was stated that the patient then used the wicks for less than 12hours at a time. When the patient had an infection, the doctor provided a prescribed antibiotic. Currently, there was no infection or antibiotics were being used.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Device was not returned.

Event description:
It was reported that the patient got an infection by using the purewick female external catheters. It was stated that the patient was using the wicks for longer than 12 hours. The liberator representative advised the patient that the wicks should be changed at least every 12 hours. The patient had been using the product for less than 90 days. It was unknown what medical intervention was provided for infection.